Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that during preparation of the stent delivery system (sds), it was noticed that the stent was missing from the sds and was thought to have dislodged inside the protective sheath. No additional event or patient information is available.

Manufacturer narrative:
.